Event description:
During surgery, while implanting the screw, the driver would not release off the screw. The screw was removed from the pt and alternate screw driver was used to complete the surgery.

Manufacturer narrative:
Device history record reviewed. Device history record confirms that device was manufactured to specification and requirements. Additional investigation of the instrument is anticipated. A follow up report will be sent upon completion of evaluation.